Manufacturer narrative:
An outside the united states (ous) customer contacted a siemens customer care center (ccc) to report that erroneous cancer antigen 19-9 and total human chorionic gonadotropin (thcg) results were obtained on patient samples on an atellica im 1600 analyzer. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse observed air in the wash 1 line of the wash station 1 (ws1) wash manifold, which potentially contributed to the improper wash of the cuvettes. Next, the cse replaced the f31 fitting coupling 0.62 barb male, reconnected the wash probe 4 ws3 tubing fitting, and adjusted the vacuum level 2. Then, the cse performed a successful auto check and processed quality controls (qc), which recovered acceptably. The cause of the erroneous results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely depressed cancer antigen 19-9 (ca19-9) results were generated on two patient samples and a falsely depressed total human chorionic gonadotropin (thcg) result was generated for a patient sample on an atellica im 1600 analyzer. The initial results were reported to the physician(s). The customer repeated the samples in question on alternate atellica im 1600 analyzers and the repeat results were considered correct and were reported the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous results.